Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box revealed that the pump had multiple loss of prime warnings associated with low force. The pump was exercised for (B)(4) hours without loss of prime warnings being duplicated. A force sensor calibration test was performed and found that the force sensor was out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.